Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. Customer reported to philips that the ups was failed. The complaint did not include further details about the nature of the issue. No service action was performed by the philips, since the service was provided by the third party. To date, no further information was received. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's uninterruptible power supply had failed, which can impact a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.